Event description:
Orthopedic surgeon describes the problem in last five orthopedic pts that were done. He has brought pts back for I & d when incision was opened, pus drainage, appearance of necrosis of tissue localized at the suture line. This was deep and subcutaneous. The suture is 2-0 vicryl cp-2. All have been pulled.